Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 2/17/16-pfs and medical records received. After review of the medical records for MDR reportability, the patient underwent an I/d for acute infection on (B)(6) 2014 and found metallosis and metal debris (no products removed). The patient went back to the or on (B)(6) 2014 for another I/d (no parts removed). She then went back on (B)(6) 2014 for another I/d and the head and liner were exchanged. The patient went back a 4th time on (B)(6) 2014 for another I/d and the head and liner were exchanged again. The head and liner placed on (B)(6) 2014 are not being reported as the patient was already infected. No infection is alleged at this time per litigation. Lab levels confirmed elevated metal ion levels. The stem is being added to the complaint. This complaint was updated on: (B)(4) 2016.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that the patient suffers from pain and discomfort in her leg, audible noises such as clicking or popping, loss of muscle mass and deterioration of soft tissue, and elevated levels of metal ions.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.